Manufacturer narrative:
Neotech received multiple reports regarding the same incident for products causing serious injury (no death). Reports from the user facility were not clear to the extent that even claimed a death which later was found to be an error. Direction for use (dfu), warning and cautions to "replace immediately if wet" was not consulted while it was mentioned that the "secretions from the patient, vomiting and condensation from the high flow circuit" is the cause of moisture and wetness. Although we do not have enough clear and accurate information for a certain conclusion, but the potential issue remains that patients are not closely monitored despite dfu's instruction. This complaint has no similar incident in past three years and will be monitored for trending purposes. Device was not return to manufacturer.

Event description:
Neoseal allegedly caused moisture pressure injuries nasal septum on four patient after not being changed for four days.